Manufacturer narrative:
Should have been 2017865 00562 2008 rather than 2017865 00562 2009

Event description:
It was reported the lead lost sensing capture, it was not functioning at all. Upon opening the pocket, it was noticed that the lead was milky/cloudy possibly due to a nick in the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.